Event description:
It was reported that the patient felt "thumping" on their right side. It was determined that there was nerve stimulation and diaphragmatic stimulation from the right atrial (ra) lead. High atrial thresholds were also exhibited with the ra lead. A chest x-ray was performed and the lead was reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.